Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a scheduled follow-up. Upon interrogation of the device the right ventricular lead exhibited noise. It was also noted that there was an insulation breach. The lead was capped and replaced on (B)(6) 2018. The patient tolerated the procedure well and would be followed-up normally.